Manufacturer narrative:
Conclusion: cause of failure unknown. A device history record review for this lot was carried out and no anomalies were found. A search of the complaint database revealed no additional complaints reported for the same lot. An attempt was made to inflate the balloon under water with the attached syringe. It could not be inflated because of a rupture in the balloon from the proximal bond. A visual inspection and functional check of the returned extractor xl retrieval balloon confirmed that the balloon was ruptured from the proximal bond. No other defects were detected. The cause of the reported complaint is undetermined.

Event description:
It was reported to boston scientific corporation in late 2006 that an extractor rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography procedure the day prior (patient gender, age, and weight unknown). According to the complainant, "the balloon ruptured during the procedure" while the balloon was in the bile duct. The procedure was completed with another extractor rx retrieval balloon. There were no patient complications as a result of this event. The patient's condition at the completion of the procedure was reported as "fine."